Event description:
Per the clinic, the patient experienced a hematoma and infection at the implant site, exposing the implant on (B)(6) 2025. The patient was treated with oral antibiotics on (B)(6) 2026 for 20 days. However, the issue could not be resolved. The device was subsequently explanted under general anesthesia on (B)(6) 2026.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.